Manufacturer narrative:
Evaluation anticipated but not yet begun. Evaluation in progress but not concluded. Note: the affected subassembly remains under investigation.

Event description:
During preparation for use for cardiopulmonary bypass, the centrifugal pump did not display numerical values for the flow rate of the fluid in the extracorporeal tubing. The flow meter pcb was replaced, restoring expected function. There was no adverse consequence to the pt as a result of this event.